Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board was found defective. Defective pressure transducer printed circuit board may lead to high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference: 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information in service report, the pressure transducer printed circuit board (pcb) was replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer printed circuit board (pcb). The UDI information is not available since the device was manufactured before 2015. A correction of fields # d1 brand name, # d4 version or model #: was required. D1 - brand name: previous brand name: 6487800, corrected brand name: servo-I base unit, d4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref #: (B)(4).